Manufacturer narrative:
Customer report was confirmed. Received (1) flotrac - vamp adult kit in open original package. Kit was not used. Tubing was completely broken off from solvent bond joint with the female connector (attached to zero-stopcock). Tubing was bent near the site of damage.

Event description:
C-cc-bt - broken tubing; it was reported that when opening the box the tubing broken. No patient complications.